Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that the pt had had an increase in seizures above previous efficacy with the vns therapy, but not an increase above pre-vns basline frequency. There have been no recent medication changes or adjustments to programmed parameters that may have contributed to the increase in seizure frequency. It was reported that the pt's seizure types had not changed and that their overall health condition was not worsening. There were no environmental stimuli that could have caused the increase in seizures. X-rays reviewed by neurologist did not reveal any obvious discontinuities in the ncp system. The pt reports no recent injury or trauma that may have damaged the ncp system. Ncp system replacement surgery is planned.